Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s son reported via phone call that they experienced high blood glucose of 600mg/dl and treated with injection of insulin. Customers stated that insulin pump was not delivering and had no delivery. Customer further stated that insulin exited. Customer also had alarm for low reservoir and rewind was completed by customer¿s son. Insulin pump will not be return for analysis.